Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient, regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient ended up with a bad case of shingles in (B)(6)2019. That caused the patient to fall in (B)(6) and the patient ended up in the hospital and then had rehab in (B)(6). Since then, (4-5 months) finding the patient's ins to connect has been more difficult and it will take a few minutes because the patient will get no device found. Caller said that one time the patient's group changed from a to b and then the controller had a hard time finding the device and then stimulation turned off without anyone touching the controller. Recently the patient is complaining that his legs are numb (caller thinks that might be related to his shingles). Caller said that while the patient was in rehab, an x-ray was done and patient was told that the patient's equipment was all fine. A manufacturer representative did some adjusting for the patient after the fall when the patient was in rehab. On (B)(6), rep stated that he did see patient on (B)(6) 2019 after their fall but at that time the diagnosis of shingles was not confirmed. The patient stated they maybe have shingles at that time that resulted in a fall. At that appointment, patient¿s main concern was battery life/recharging frequency. Patient had high settings therefore it was normal. Rep lowered the settings and that took care of patient¿s concern. Rep also checked the device at that time and found no issues; everything was working as intended. Patient also stated that he had trouble connecting. Rep added that patient is very aged and is in wheelchair. Rep educated the patient and found no issues connecting the controller to the device. Rep was able to connect without any issues .no further complications were reported/anticipated.